Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shut off at 85% battery life. The pump was connected to a power source and was able to be turned on. Customer reported blood glucose level was 80 (mg/dl). It was indicated that the customer would continue to use the pump until the replacement pump was received.